Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an erosion and infection. It was also reported that the electrode had dislodged. The system was explanted and the patient was placed on intravenous antibiotics. No additional adverse patient effects were reported.